Event description:
As reported from the medical records provided by the valve clinic coordinator (vcc), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) in mitral annular calcification (mac) procedure using a 29 mm sapien 3 ultra resilia valve via hybrid open chest approach. In addition to the tmvr procedure, concomitant objectives included performing a maze procedure for atrial fibrillation and excluding the left atrial appendage to reduce thromboembolic risk. In addition, there was a plan to inspect the pre-existing 26 mm sapien 3 ultra resilia valve in the aortic position for thrombus. The 26 mm sapien 3 ultra resilia valve was implanted approximately 1 year, 5 months, and 27 days prior to the tmvr procedure. The pre-bypass transesophageal echocardiography (tee) confirmed the 26 mm sapien 3 ultra resilia valve was well-seated, with one cusp showing restricted motion consistent with thrombus. A transverse aortotomy was made in the ascending aorta and the previously implanted edwards sapien aortic valve prosthesis was inspected. A thin lamellar thrombus was identified to be adherent to the bioprosthetic leaflet in the non-coronary cusp position, consistent with hypoattenuated leaflet thickening (halt) (leaflet thrombosis) observed on the pre-operative imaging. The thrombus was carefully excised and removed intact. The aortic bioprosthetic valve was noted to be intact and the leaflets were thoroughly cleared of clot and moved freely after cleaning. At the conclusion of the tmvr procedure, the aortic bioprosthetic valve was noted to be functioning well with trivial aortic regurgitation and no visible thrombus. Approximately 2 months and 3 days later, an aortic valvuloplasty was performed. No additional information was provided.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain),pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (activated clotting time (act) at greater than 250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As noted, the patient has a history of persistent atrial fibrillation. Although a definitive root cause was unable to be determined, investigation results suggest patient factors (persistent atrial fibrillation) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.